Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-33, lot# va1ggx2, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 26-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient fell three times (timeline unknown) and her symptoms returned and she could not feel stimulation. The lead was revised (B)(6) 2019. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the patient¿s reported falls were in the shower and they no longer felt stimulation and their symptoms returned. The rep noted that they were notified that the lead revision would be scheduled but there was no specific date at that time. When asked for the month the falls occurred, the rep noted they couldn't locate this information. The rep reported that an x-ray was taken that showed the lead had migrated and that was the cause of the lead revision. No further complications were reported.